Manufacturer narrative:
Updated sections: PMA/510k, if follow-up, what type, device evaluated by MFR internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The hsk device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. The delivery device and seal were returned inside the loading device. Blood was observed on and in both the loading device and delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. The blue slide lock was dis-engaged. The plunger was partially depressed on the delivery device. The delivery device was then pulled out from the loading device. The seal and the tension spring assembly remained inside the loading device. The tension spring assembly and the seal were then pulled out from the loading device for inspection. The seal was covered in blood. No crack/delamination of seal was observed. Based on the received condition of the delivery device we were not able to measure the delivery tube dimensions. Based upon the received condition of the device, the reported failure mode "activation problem" was not confirmed, but was confirmed for the analyzed failure mode "fitting problem".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 4.3mm failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 4.3mm failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.